Event description:
The reporter claimed that the patient's blood glucose was elevated to 584 mg/dl due to loss of primes on the animas pump. In addition, the animas pump allegedly had a cracked casing. The patient was at school and did not have a backup plan. At the time of concern, the patient was not feeling good. He had symptoms of nausea, frequent urination, and increased thirst. The patient was treated with insulin via syringe when he got home from school. His blood glucose was corrected to 290 mg/dl after treatment. There was no product misuse. The issue was not resolved with troubleshooting. The pump was requested back for investigation. The patient was advised to go on the backup plan. This complaint is being reported because the patient allegedly had elevated blood glucose and symptoms suggestive for hyperglycemia while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. A review of the pump history indicated that multiple "loss of prime" warnings occurred. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump was exercised for 29 hours with no issues occurring. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.